Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) system presented to the clinic for a follow up visit. Extensive assessment noted undersensing and oversensing due to noise and low amplitude measurements. This electrode and the associated sicd were explanted and a replacement transvenous system was successfully implanted. No additional adverse patient effects were reported. The explanted products are expected to be returned for evaluation.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) system presented to the clinic for a follow up visit. Extensive assessment noted undersensing and oversensing due to noise and low amplitude measurements. This electrode and the associated sicd were explanted and a replacement transvenous system was successfully implanted. No additional adverse patient effects were reported. The explanted products are expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection did not identify and anomalies or electrode damage that was not consistent with explant damage or commensurate with use. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.